Event description:
The customer reported that the system locked up and shut off. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.